Manufacturer narrative:
This case was assessed as reportable to the FDA as the event was deemed to meet serious injury criteria of necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse dermal filler lot 100089473 was reviewed. No non-conformances were noted that would have contributed to this event. A lot search was conducted on the reported lot and no similar events were noted.

Event description:
This spontaneous report was received from a (B)(6)-year-old female patient, a nurse practitioner, who was injected with 1cc of radiesse about one month ago for hands indication. Concomitant medication reported as synthroid (levothyroxine). Medical history positive for sulfa allergy. Right after injection (also reported as (B)(6) 2018), the patient experienced swelling, pinkness and pain to the right hand. It was so painful, she could not sleep that night. The following day, she developed the same symptoms in her left hand. An orthopedic surgeon friend thought she had cellulitis and started her on an unspecified broad spectrum antibiotic. She did not otherwise see a physician. Reporter clarified the antibiotic was not started as a prophylactic measure but as treatment. The patient experienced improvement in her symptoms "right after" starting antibiotic. The symptoms were resolved after three weeks. Lot number reported as 100089473.